Event description:
It was reported that the device experienced a power on reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Write to locked ram por with ecc-lia conflict, address 6f4f, data 86 occurred on (B)(6) 2011 23:21:41. One patient alert for device circuit error occurred on (B)(6) 2011 23:21:41.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Write to locked ram por with ecc-lia conflict, address 6f4f, data 86 occurred on (B)(6) 2011 23:21:41. One patient alert for device circuit error occurred on (B)(6) 2011 23:21:41.

Event description:
It was reported that the device experienced a power on reset. The device remains in use. It was further reported that the device had a "device circuit error" due to a memory parity error and there were two patient alerts as a result of the power on reset (por). No patient complications were reported as a result of this event.